Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Observed cracked sensor neck, upon visual inspection of the sensor plug assembly. The current was applied to the sensor to perform linearity testing, while in the test fixture. All results were within specification. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values, while wearing the adc freestyle libre sensor. On (B)(6) 2020, a sensor scan of 24.8 mmol/l was obtained with no blood test comparison. And insulin was administered. After (B)(6) hours, the customer's colleagues called emergency services, as the customer experienced dizziness and lost consciousness. A sensor scan of 4.3 mmol/l was then compared to a "lo" on the emergency service's meter. The customer was provided sugar and an injection of glucose. And taken to the hospital for hypertension. In the hospital, a sensor scan of 15.1 mmol/l was compared to a blood glucose test of 3.6 mmol/l from the hospital meter. And the customer was further treated with glucose water. And diagnosed with hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values while wearing the adc freestyle libre sensor. On (B)(6) 2020, a sensor scan of 24.8 mmol/l was obtained with no blood test comparison and insulin was administered. After 2 hours. The customer's colleagues called emergency services as the customer experienced dizziness and lost consciousness. A sensor scan of 4.3 mmol/l was then compared to a "lo" on the emergency service's meter. The customer was provided sugar and an injection of glucose and taken to the hospital for hypertension. In the hospital, a sensor scan of 15.1 mmol/l was compared to a blood glucose test of 3.6 mmol/l from the hospital meter and the customer was further treated with glucose water and diagnosed with hypoglycemia. There was no report of death or permanent injury associated with this event.